Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total hip replacement procedure, a raytex was used in the case then passed off due to it being saturated. Later in the case, a small rfid indicator was discovered on the floor next to the field. The circulating nurse examined the raytex and found the rfid missing and a small hole in the ribbon where the rfid indicator is suppose to be located.